Manufacturer narrative:
Retainer ring black. Customer returned insulin pump for an alleged blank display and failed battery test found on (B)(6) 2021. Device received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Device was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: serial number label missing, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked case on battery tube, cracked keypad overlay, cracked case above arrow and battery icon, and cracked battery tube threads. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. In further full review in the pump history found failed battery test on the event date of (B)(6) 2021 at 13:15:33, 13:15:33, 15:23:47, and 23:21:15; also, found: insert battery alarms on (B)(6) 2021 at 19:24:05 and 19:33:35. On (B)(6) 2021 at 16:20:45. On (B)(6) 2021 at 12:46:38, 12:56:00, and 13:09:06. On (B)(6) 2021 at 18:19:53. On (B)(6) 2021 at 17:55:06. On (B)(6) 2021 at 13:15:33,13:15:34, 15:03:16, 15:10:06, 15:20:00, 15:23:47, 15:26:52, 15:27:12, 16:52:03, 19:24:51, 20:34:45, 22:55:06, 23:07:12, 23:14:12, 23:21:15, 23:56:53, and 23:57:04. Power loss alarm on (B)(6) 2021 at 13:10:06. No unexpected failed battery, insert battery, nor power loss alarms during testing. Blank display confirmed due to misaligned battery tube. Customer alleged for failed battery alarm was confirmed on the event date of (B)(6) 2021 at 13:15:33, 13:15:33, 15:23:47, and 23:21:15;. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was quit working, was not accepting batteries and received a failed battery test. The contacts on the battery cap were not missing or damaged. The display did not return after the pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.